Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed. It is unknown why the patient became hemodynamically unstable. No other similar reports have been received regarding a patient becoming hemodynamically unstable. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
During a permanent implant procedure, the patient became hemodynamically unstable, the procedure was aborted, and the device was not implanted. As of (B)(6) 2025, the patient is stable and plans to rescheduled for an implant procedure.